Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer's blood glucose at the time of hospitalization was 380 mg/dl. The customer expressed nausea and excessive urination as symptoms of her high blood glucose levels. The customer stated that the buttons on her insulin pump were broken but did not believe that was what led her to being hospitalized. The customer was not wearing her insulin pump at the time of the hospitalization. The customer had been off the insulin pump for one day prior to the hospitalization. The customer stated that she was treated with an insulin drip. The customer declined to troubleshoot for her high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.